Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 3 days post implantation due to a femur fracture that was caused by the stem not being appropriately positioned. Previously placed non-zb plug may have caused misalignment of the implant. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d4 g3 g6 h2 h11.

Event description:
It was reported that the patient underwent a revision 3 days post implantation due to a bone fracture that occurred while trialing the stem. Following the surgery, x-ray revealed that the femur had fractured and stem was not appropriately positioned. The old cement plug may have caused misalignment of the implant that was put in as well as a prior revision of non-zimmer biomet devices. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 b5 d1 d4: item and lot updated d6: device not implanted g3 g6 h2 h4: manufacturing date is unknown h5 h11.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6 suggested component code: mechanical (g04) - stem, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture and misalignment is noted. A cement plug is present in the femoral canal. The root cause of the reported issue is attributed to not following instructions. As per IFU, the user must be familiar with the surgical technique prior to performing surgery. The surgical technique states that the user should ensure all cement is removed prior to preparation of the femur for the arcos femoral components. A cement plug was not removed during the revision prior to implanting the arcos system. This was confirmed in the x-ray evaluation. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.